Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with localized calcifications. The absolute pro self expanding stent system (sess) delivery system sheath remained stuck in the introducer sheath after deployment of the stent. The devices were removed together as a unit. There were no adverse patient effects. No additional information was provided.